Manufacturer narrative:
Analysis of device image indicates that auto-capture feature was enabled and device was pacing in high output mode at times. When automatic settings are programmed, such as rate responsive pacing feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies other than voltage being at eol. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion. Customer complaint of premature battery depletion issue was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device was found to have reached the elective replacement indicator (eri). Premature battery depletion was suspected. The patient was hospitalized and the device was explanted and replaced to resolve the event. The patient was in stable condition.